Event description:
It was reported that the patient went to the hospital while using the guide system. The day prior to the event, the patient received both higher than normal results and lower than normal results, about an hour apart. The exact results were not provided. The patient received higher than normal amount of insulin, approximately 20 units more than normal per sliding scale. On the day of the event, the patient received results in the "40's mg/dl and 60's mg/dl" range around 15 minutes apart. However, the patient had high ketones according to home tests. Around 11:00 p.m., the patient's mother drove her to the hospital. The patient was having symptoms of stomach pains and headaches. On the way to emergency room, the patient received a blood glucose result in the "300's mg/dl" on her guide meter. This result was taken around 40 to 45 minutes after the blood glucose result of "60's mg/dl". The blood glucose result on the hospital's meter was 580 mg/dl around 20 minutes later. The patient was treated with saline via IV and insulin injections. Around 3 to 4 hours later, the blood glucose result was 220 mg/dl on the patient's guide meter. Within 10 minutes, the blood glucose result was 480 mg/dl on the hospital's meter. The patient was in the emergency room for 6 to 8 hours. The patient received questionable results with test strip lot number (100694). It is unknown if this lot number was used during the event. Return of the suspect device was requested for evaluation.